Event description:
It was reported that after a change in stimulation off time settings from 3.0 minutes to 1.8 minutes, the patient experienced two cases of fecal incontinence, tiredness, and possibly increased seizures. The diagnostics were noted to be within normal limits and the patient's settings were changed back to the original duty cycle settings. No further relevant information has been received to date.